Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had changed the battery in her insulin pump eight times. The customer stated that the insulin pump would show full battery, but the insulin pump would not stay on. The customer received the low battery alert as well as a failed battery test alarm. Troubleshooting could not be done because the insulin pump would not stay on. The customer's blood glucose was unknown. The customer also stated that the insulin pump was cracked on the upper right side and was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.